Event description:
I am currently a dexcom g7 user and have been using dexcom continuous glucose monitors since 2013. In early (B)(6) of this year, 2025, I switched over from using the dexcom g6 to the g7. I immediately began noticing inaccuracies with the blood glucose readings my dexcom g7 sensors were giving me, including extreme lows (- 40 mg/dl) and highs (+ 250 mg/dl). I confirmed these inaccuracies with manual finger stick readings and they were as high as a 50 mg/dl difference between the two numbers. This often led to failed g7 sensors. I reported these failures and inaccurate readings to dexcom technical support, and while they were great to offer replacements, I was never notified of the ongoing FDA warning/investigation against the new system. I often made insulin adjustments based on these readings I received from my dexcom g7 and had dangerous low and high blood sugars because of it. This even led to an increase in my a1c reading over a 3 month period. I was even told by a dexcom technical support representative that the issues were my fault and I needed to change what I was doing (movement of sensor placement, supply distributor, more finger stick readings). I recently came across the FDA warning letter (marcs-cms 700835 -- march 04, 2025) to dexcom, inc. On my own. While I am glad the FDA has flagged this with the company, dexcom has yet to notify their users of this highly dangerous issue. This means dexcom continues to market false claims and allow their users to make medical decisions based on faulty equipment. Dexcom needs to be help accountable.